Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported via medwatch patient required midline for IV vancomycin. During midline insertion, peel-away introducer failed to separate properly - causing catheter to withdraw. Required introducer to be cut to be removed. No patient harm. No other information was provided.

Event description:
It was reported via medwatch patient required midline for IV vancomycin. During midline insertion, peel-away introducer failed to separate properly - causing catheter to withdraw. Required introducer to be cut to be removed. No patient harm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an improper peel of a microintroducer is confirmed and was determined to be related to manufacturing. One peeled 4.5 fr microintroducer was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned microintroducer. It was observed that the bard tab has some orange ring left of the device not peeling correctly. A microscopic observation revealed a ring was left from the orange tab. The device appeared to have been cut to remove the device from the patient. This failure is likely caused by a manufacturing process discrepancy. The event has been forwarded to the manufacturing facility for further investigation. This complaint will be recorded for future trending and monitoring purposes.